Event description:
It was reported in an article published in 'radiology: volume 249: number 3 - 2008' that post a coronary drug eluting stenting treatment procedure, a stent fracture with tenting or an ulcer at the fracture site occurred. The pt had an unk size taxus express2 drug eluting stent implanted in the right coronary artery (rca), implant date is unk. During a retrospective study, the stent was found to be fractured with tenting or an ulcer at the fracture site with "less than 30-50% stenosis". It is unk what if any intervention was done.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.